Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the spec. Voids in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: wrinkles creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture¿, ¿increase in volume¿, ¿induration¿, ¿pain and mastalgia¿, ¿the left armpit, nodes with cortical thickening are observed with homogeneous enhancement when contrast is injected¿, ¿ganglia of left axillary inflammatory characteristics¿, ¿lobed contours¿, and ¿a small amount of fluid is observed between the fibrous capsule and the implant¿. The device remains implanted.